Manufacturer narrative:
We were unable to perform the displacement test and occlusion test due to missing retainer. The device passed the rewind test, prime test, seating test, basic occlusion test and force sensor test. We were unable to verify no delivery or occlusion alarm due to missing retainer. Format history file analysis confirmed pump error 63 and pump error 4 due to poor solder joints ambient light sensor on keypad assembly. The device was received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, damage keypad overlay texture and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was 103 mg/dl. Assisted customer in performing with self-test. Test was passed. Customer was unable to complete pump rewind. Advised to revert to backup plan. The insulin pump will be returned for analysis.